Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that there was foreign material on the edge of the nozzle of the gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the device, but the type of the material could not be identified. There were no physical damage where the foreign material remained and reprocessing implementation could not be confirmed. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.